Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer experienced an elevated blood glucose (bg) level of 385 mg/dl. The customer delivered a correction bolus via an alternate pump to address the bg level. The customer reported that the alternate pump would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.